Event description:
A caller reported experiencing a cgm error 42 related to the g7 sensor. The issue occurred after the pump recently came out of storage mode. Technical support informed the caller to wait 20 minutes before starting a new sensor session. The caller was provided with complete pump reset information and guided through the reset process. After the pump reset, the cgm error did not reoccur, and the caller successfully started their sensor session. There was no adverse impact to the customer's blood glucose level.